Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. It was reported that the patient drank alcohol and the cgm started to be inaccurate. The neighbors took the patient home and the patient experienced loss of consciousness. The neighbors assisted the patient, taking blood glucose reading 2.9 mmol/l and cgm reading 6.2 mmol/l. They treated the patient with an undetermined amount of sugar water. The patient did regain consciousness. An ambulance was called; however, it did not arrive. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.